Event description:
It was reported that a malfunction occurred on the pump, and there were no notable events prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was able to continue using the pump, with instructions to contact support if the issue recurred.